Event description:
Reporter stated that patient was "looking funny" (reporter did not explain what this meant). Reporter tested patient's blood glucose, using the suspect device, and obtained a result of 188 mg/dl. Reporter stated that, immediately thereafter, patient "went into a coma." Reporter phoned emergency medical services and, upon their arrival 15 minutes later, patient's blood glucose reportedly measured 38 mg/dl, on paramedics' device. Reporter stated that patient was treated with an injection (type not provided) and was given oxygen. No additional treatment was received and patient was not transported to the hospital. Reporter was unable to provide any information about what happened prior to the hypoglycemic event. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.